Manufacturer narrative:
Case has been dismissed against pride. No further updates will be available.

Event description:
Received a summons alleging a scooter was repaired prior to the incident. The customer was driving the scooter when the scooter rolled into a wall at her apartment complex. Customer was injured and her service dog passed away due to the incident.

Manufacturer narrative:
The "date of event", "model #', "serial #", and "date of manufacture" have not been provided. The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Received a summons alleging a scooter was repaired prior to the incident. The customer was driving the scooter when the scooter rolled into a wall at her apartment complex. Customer was injured and her service dog passed away due to the incident.